Manufacturer narrative:
The product evaluation was performed on (B)(6) 2018. The cassette was functionally tested on an elite stellaris system. The assembly's collection cassette was captured and recognized. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. No problem we detected. The assembly is not blocked. A review of the complaint database revealed no other complaints for reason code "clogged" have been submitted against lot w2406. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There is no open non-conformance for this complaint type. The investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation is underway.

Event description:
The surgeon was performing cataract surgery when the tubing line clogged preventing the aspiration of the viscoelastic. They opened a second pack to finish the case with no impact to the patient. The doctor reported, prolonged operative time to change phaco pack, and possibly higher iop than would have been otherwise.